Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing, due to a fill and a drain being outside of volumetric specifications. Volumetric accuracy testing was performed and the device failed. The device passed external and internal inspections. Temperature testing was performed and the temperature was found to be within specifications. The device powered up properly with no errors. The door piston was inspected and found to have an insufficient amount of copper mesh, which the door could not deliver an accurate amount of fluid. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be an insufficient amount of copper mesh on the door piston. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.